Manufacturer narrative:
E1: patient city: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in israel it was reported that patient was hospitalized on (B)(6) 2024 for diabetic acidosis. The blood glucose level was 710 mg/dl at the time of hospitalization and ketone was 15 in blood and the patient was treated with intravenous (IV) insulin drip fluid infusion. The patient experienced symptoms like vomiting, fatigue, weakness, smell of acetone. The patient was still in hospital. No further information available.